Event description:
Information was received from a consumer and a health care professional (hcp) regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient was at the health care professional (hcp) office with the nurse and they were unable to connect to the implant using the patient's equipment or the hcp's equipment. It was determined that patient didn't have the micromytherapy application (app) on their home screen and the patient was using the mytherapy app. With instruction, the patient added the micromytherapy app and attempted to connect to the implant. The patient was not successful and said that they did reposition the communicator several times. Patient services consulted with mobility and they verified that everything was up to date on the programmer. During troubleshooting, the patient reported a 1707/coupling issues error. Patient services had the patient performthe following troubleshooting steps: dismissed code, repositioned the recharger and palpated the area. The issue was not resolved through troubleshooting. The patient reported that since they'd started recharging earlier that month, they've had problems connecting to the implant and maintaining connection. It was noted that the patient said that they did feel stimulation. The caller was redirected to the nurse who said that the manufacturer company representative was going to be in the office in a few hours and they would make arrangements for the rep to check the implant. Patient services reminded the nurse to tell the rep that if assistance was needed, for them to call stimulation technical services (ts) during the appointment.

Manufacturer narrative:
A health care professional (hcp) was also involved as a reporter of information on the call. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from patient. They reported the cause of the inability to connect/difficult connection was determined to be awkward recharging protocol and the belt provided was too big. The issue has been resolved. Patient figured it out and was successful at recharging. The device is still in use.

Manufacturer narrative:
Date of event: date is approximate with month/year validity. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient was at the health care professional (hcp) office with the nurse and they were unable to connect to the implant using the patient's equipment or the hcp's equipment. It was determined that patient didn't have the micromytherapy application (app) on their home screen and the patient was using the mytherapy app. With instruction, the patient added the micromytherapy app and attempted to connect to the implant. The patient was not successful and said that they did reposition the communicator several times. Patient services consulted with mobility and they verified that everything was up to date on the programmer. During troubleshooting, the patient reported a 1707/coupling issues error. Patient services had the patient perform the following troubleshooting steps: dismissed code, repositioned the recharger and palpated the area. The issue was not resolved through troubleshooting. The patient reported that since they'd started recharging earlier that month, they've had problems connecting to the implant and maintaining connection. It was noted that the patient said that they did feel stimulation. The caller was redirected to the nurse who said that the manufacturer company representative was going to be in the office in a few hours and they would make arrangements for the rep to check the implant. Patient services reminded the nurse to tell the rep that if assistance was needed, for them to call stimulation technical services (ts) during the appointment.